Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product revealed that there was stent damage. The physician attempted to place a taxus express2 2.5x20mm drug eluting stent in a tortuous, non calcified lad. The stent would not pass the "curver between two lesions." The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.